Event description:
The reported information stated the inlay was explanted from the right eye of a (B)(6) male patient approximately one (1) month postoperatively due to distance impaired, myopic shift, corneal haze, dlk (diffuse lamellar keratitis). It was also noted that the reason for explant was an "obvious kamra inlay rejection." Procedure type: clk (concurrent lasik and kamra under a flap) surgeon: dr. (B)(6).